Manufacturer narrative:
(B)(4). One used set was received with no cap on the spike or the patient connector. The complaint was confirmed in the lab for a broken spike. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
The spike of the set got bent. The set had been used for 60 days. There was no patient injury or medical intervention.